Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the medication could not be dispensed because the ordered item was grayed out and not available in the formulary due to an scm system issue. A technical support specialist confirmed the issue resided within the scm system and verified that it was resolved on the customer end. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, medication could not be dispensed from pyxis. A medication order for sulfamethoxazole or trimethoprim liquid existed in scm; however, nursing staff were unable to dispense the medication from pyxis. The medication appeared grayed out in pyxis, and a system message indicated that one or more items were not in the formulary. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.